Event description:
A malfunction was reported on the pump. The customer experienced a blood glucose (bg) level of 620 mg/dl. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.